Event description:
(B)(4) muscle and joint pain. Back pain mostly at right side and neck area. Abdominal pain (with swelling and poking sensation). Pain during intercourse and after. Pain during period during the last 3 or 4 months (didn't have it before) heavy period. Swollen abdomen right after eating with discomfort. Teeth pain and metal taste in mouth. Exhaustion and fatigue for no reason. Weight gain. Vision problems (blurry) history of serous retinopathy. Numbness and tingling in arms and fingers.